Manufacturer narrative:
On 06/25/2019, this complaint was noticed to be a duplicate of report 1645337-2019-12955. The following information was updated: event details - it was reported that a 37-year-old female undergoing breast augmentation revision with a mentor smooth round high profile 500cc saline prosthesis experienced intraoperative right sided deflation. The physician noted the implant was deflating at the valve, it was removed from the breast pocket, and replaced with another mentor smooth round high profile 500cc saline prosthesis. The surgery was extended thirty minutes due to the issue. Patient identifier - v.g. Patient date of birth - (B)(6) 1981 patient codes - 2645 updated to 3191, 3189 device codes - 2900 updated to 1546, 2900 device serial number - (B)(4). On 05/16/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Alternate analysis of this event was performed and it was determined that material rupture does not accurately define this event. Code 1546 reported initially is being removed. Also, code 3191 reflecting medical device removal is being removed. The procedure was prolonged, however, additional surgical intervention is not an accurate reflection of the event. 2. Is required intervention- uncheck .. 2. Is other serious- check manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device was not implanted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that prior to implantation, the surgeon found the device to have a defective valve. There was no patient contact and no adverse events reported. The replacement device, a saline mentor smooth round high profile 500cc breast implant, catalog number 3503500, serial number: (B)(4), was used. No other information is available at this time.